Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2012, the pt underwent a permanent implant procedure. During the procedure, high impedance was found when the leads were connected to the ipg header. The leads were removed and reconnected to no avail. Another ipg was used to complete the procedure and resolved the issue.